Event description:
During the implant procedure, no sensing or output was seen on the ECG after placing the lead into the header. Therefore, the pacemaker was not implanted.

Manufacturer narrative:
The analysis on this device is pending.

Manufacturer narrative:
The analysis on this device is pending.

Event description:
During the implant procedure, no sensing or output was seen on the ECG after placing the lead into the header. Therefore, the pacemaker was not implanted.